Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint with the customer. The fse ran ten (10) precision replicate tests on level 1 and level 3 quality control (qc) for fer and no issues were found. The customer stated the failed proficiency was months ago. Fse could not determine the cause of the reported event. Fse validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. The aia-2000 analyzer, serial number (B)(6), was installed on 31oct2024. A complaint history review and service history review for similar complaints was performed from installation date: 31oct2024 through aware date: 20aug2025. There were no similar complaints identified during this searched period. The st fer, analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack fer, the highest concentration of ferritin measurable without dilution is 1000 ng/ml, and the lowest measurable concentration is 3.0 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 500 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 1000 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for ferritin. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. 8 rev-0025253-1119 lbl-00054 [1] st aia-pack fer if one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported failed api samples was not determined, cause not established. A review of the device history record (DHR) was conducted for serial number (B)(6), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.

Event description:
The customer reported four (4) out of five (5) failed american proficiency institute (api) proficiency testing samples for ferritin (fer) on the aia-2000 analyzer. The customer stated quality control (qc) were within acceptable ranges. The four failed api results sample result (ng/ml) expected range (ng/ml) ia-06, 76.2, 49 -75. Ia-08, 265.2, 169-255. Ia-09, 199.8, 130-196. Ia-10, 19.5, 11 - 18. Tosoh passed the api proficiency testing with four acceptable samples. A field service engineer (fse) has been dispatched to address the reportable event. There was no indication of any patient intervention or adverse health consequences.